Event description:
It was reported that this was an emergent case. The patient presented with cardiogenic shock, and st elevation myocardial infarction. Angiography revealed 100% occlusion in the left anterior descending artery, 30% stenosis in the left circumflex (lcx) with 80% stenosis in the obtuse marginal, and 80% stenosis in the superior branch. During treatment of the 80% stenosis in the lcx, a perforation occurred during post-dilatation of a non-abbott stent. A 3.5 x 16 mm graftmaster, a 3.0 x 16 mm graftmaster, and a 3.0 x 19 mm graftmaster were implanted for treatment. Prolonged inflations were performed, and the perforation was sealed successfully. Two-d echocardiogram was performed and noted pericardial fluid in the heart; therefore, pericardiocentesis was performed. It was noted that the patient was continually coding with ventricular fibrillation and ventricular tachycardia, and hypotensive. The patient was resuscitated multiple times throughout the procedure. The patient continued to be hypotensive and was transferred to ICU for further stabilization and resuscitation efforts; however, the patient died due heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: asahi; guide cath: jl3.5; sheath: 6f, 8f, 14f, impella; stent: 3.5 x 22 mm resolute, 3.0 x 30 endeavor, graftmaster (x2); other: impella device. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmasters referenced are being filed under separate medwatch reports.